Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, ten (10) tubes were overfilled and clotting was observed. Sample recollection occurred.

Manufacturer narrative:
H.6 investigation summary: bd did not receive samples or photographs from the customer for investigation. Therefore, 20 retained samples from bd inventory were draw-tested with deionized water, and all 20 tubes drew within specification. In addition, 100 retained samples were visually inspected, and no additive abnormalities were found. The device history records were reviewed with no issues identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint was unable to be confirmed for overfill. Bd was unable to identify a root cause for indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, ten (10) tubes were overfilled and clotting was observed. Sample recollection occurred.